Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 528 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate totals. The customer also stated that there were missing segments on the display. Nothing further was reported.